Event description:
It was reported that during a liver lobectomy procedure, they placed the device just anterior to the vena cava despite closing no clips would deploy nor form. They got a second device and the same thing occurred. They got a third device to complete the procedure. There was no pt impact.

Manufacturer narrative:
Ejected clip. Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 8 clips conforming, however after the eight firing the remaining clips were ejected. The instrument locked out was not functional. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.